Manufacturer narrative:
Device is a combination product (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-03417. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified distal left anterior descending artery (lad). The physician pre-dilated the common trunk to the lad with a 2.5x15mm non-bsc balloon and a 3.0x6 flextome cutting balloon. The circumflex artery lost flow and a dissection was observed distal to the lad. Ivus was performed showing diameter reference of 3.1mm; severe calcification was present, but was broken with cutting balloon. The physician deployed a 2.75x28mm non-bsc stent covering the lesion and post dilated the stent with a 4.0x15mm non-bsc balloon. The physician then treated the dissection by overlapping the 2.75x28mm stent with a 4x16mm promus element stent and post dilated with the 4.0x15mm balloon. After dilation a longitudinal shortening of the promus element stent was observed and post dilated again with the 4.0x15mm balloon. Slight residual stenosis was achieved. The circumflex kept occluded, without clinical translation. No further patient complications were reported and the patient's status is stable.